Event description:
Overdelivery reported. The pump was in homecare use to infuse a tpn solution of 2400ml over 12 hours. The patient reported that the infusion completed two hours early. He did not experience any adverse effects. No additional information was available.